Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch report# is 2916596-2017-02235.

Manufacturer narrative:
The referenced gastrointestinal bleed was reported under medwatch report# 2916596-2017-xxxxxxxx. (B)(4). Approximate age of device - 5 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular device (lvad) on (B)(6) 2012. It was reported that the patient that the patient was admitted (B)(6) 2017 with hemoglobin in the 5-6 g/dl range, gastrointestinal bleeding, and suspected device thrombosis. The lvad speed was increased to 8800 rpm and the patient was restarted on unspecified anticoagulation. The patient was placed on a milrinone. On (B)(6) 2017, the lvad clinician confirmed that the patient had been weaned off the milrinone and the gi bleeding had resolved. The inr was therapeutic at 1.9, hemoglobin was stable at 8.4 g/dl, and lactate dehydrogenase was 344 u/l. The plan was to discharge the patient. No additional information was provided.

Manufacturer narrative:
A correlation between the left ventricular assist system lvas) and the reported event could not conclusively be established through this evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.